Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that at around 3:15 pm, the patient¿s dexcom was reading 81 mg/dl. Around 3:38 pm, the patient began sweating and was seen in ¿distress¿ per cctv footage (being monitored by the patient¿s spouse) in the garage of their home. At 4pm, the patient¿s souse found the patient standing in the garage and ¿unaware of his surroundings¿ and in a catatonic state. At 4:10 pm, the paramedics were called by the patient¿s spouse. Ems did a bg meter test upon arrival, which was 30 mg/dl while the cgm was still reading 81 mg/dl. Ems treated the patient with IV dextrose and transported the patient to the ER. At the ER, the patient was treated with IV dextrose again. The patient¿s spouse could not recall all the bg meter reading taken while the patient was at the hospital, but at one point his bg meter reading reached 200 mg/dl. The patient underwent a chest x-ray, CT scan, and lab work. A stroke was ruled out. The patient was discharged home after approximately 5-6 hours. The patient was ¿exhausted¿ and still recovering at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.